Event description:
A cartridge change error was reported with the customer's pump, preventing them from successfully loading insulin cartridges. There was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue, including inspecting and cleaning the pump's components and switching cartridges, the problem persisted. After trying to load six cartridges using proper techniques, the customer continued to encounter errors and was unable to resume insulin delivery. Technical support advised that the pump would be replaced. Meanwhile, the customer would use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. As the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump.